Manufacturer narrative:
The pump passed displacement test and active current test. Pump failed the sleep current test. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error detected alarm due to moisture damage on the electronic assembly. Low battery alert less than 1 week confirmed. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer's insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown. The customer reported that they had power error detected alarm during normal and troubleshooting steps were provided. The customer was advised to monitor the insulin pump. The insulin pump will be returned for analysis.